Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected. There was a leak in one cylinder that was the result of a sharp instrument. The other cylinder performed within specifications. The pump and reservoir were not functionally tested due to the cylinder leak. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. The ship history review was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of component. No risk review required per cis product investigation wi, 92186855. A labeling review was performed and according to the 92162915, IFU, ams 700 us, there is no evidence that the device was used or handled improperly. The returned device was observed to have explant damage, otherwise, it met specifications. The product record review revealed no additional information related to the complaint, an overall investigation conclusion code of no problem detected was chosen as the device problem cannot be confirmed. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp) due to a hole in the distal cylinder. The entire ipp was removed and replaced with a new one. No further issues were reported in relation to this event.

Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp) due to a hole in the distal cylinder. The entire ipp was removed and replaced with a new one. No further issues were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.